Event description:
The waste aspirate fluidics line on the analyzer was crimped which could cause falsely elevated troponin I results to occur. Elevated troponin I results of this magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.